Manufacturer narrative:
Actual event date is unknown.

Event description:
It was reported that the patient incontinence occurred after photoselective vaporization of the prostate (pvp) procedure. It was further reported that the legs of the patient were swollen and cellulitis occurred. The primary care provider (pcp) of the patient is managing the condition of the patient. Per patient, the patient needs to have artificial urinary sphincter (aus).

Manufacturer narrative:
Date of event: actual event date is unknown. The product was not returned so no physical analysis could be performed. A labeling review was performed and incontinence, urinary, over-distension and infection are documented as a potential complications and risks. Also there is no information that the device was used or handled improperly. Based on the information available, an evaluation conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient incontinence occurred after photoselective vaporization of the prostate (pvp) procedure. It was further reported that the legs of the patient were swollen and cellulitis occurred. The primary care provider (pcp) of the patient is managing the condition of the patient. Per patient, the patient needs to have artificial urinary sphincter (aus).

Manufacturer narrative:
D3. Manufacturer address 1, manufacturer city, manufacturer state and manufacturer zip/postal code corrected. G1. MFR site address 1, MFR site city, MFR site state, MFR site zip/post code corrected.

Event description:
It was reported that the patient incontinence occurred after photoselective vaporization of the prostate (pvp) procedure. The legs of the patient were swollen and cellulitis occurred. The primary care provider (pcp) of the patient is managing the condition of the patient. It was further reported that the patient underwent transurethral resection of the prostate (turp) procedure. Pvp and turp procedures impacted him negatively and he is trying to find someone to fix the problem.